Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed and was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, and it was not detected on bus. The field service engineer (fse) had confirmed a failure in storage space recovery. To resolve the issue, the fse removed the back panel and the rear cover of the affected drawer, then disconnected and reconnected the row board cable. After reassembling the drawer and reconnecting the bus cable, the station was powered up. The fse logged into the hardware test application (hta) to open the drawer lid, allowing the customer to reload medication and replace the blank cubies. Functional testing was performed in hta, and the customer successfully recovered the storage spaces. All functions were verified to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed and was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.